Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not communicating. A technical support specialist noticed that the data synchronization service was not running, started the service, and confirmed that it was communicating again with the server. Upon checking the logs, it was observed that the device had gone offline. It appeared that an anti-virus reboot had occurred around that time, which caused the device data synchronization services to restart. There was nothing in the data synchronization or med application logs to confirm an error with starting the service back up. The tss changed the data synchronization service setting from automatic to automatic (delayed start) to help prevent the issue in the future. A device was rebooted to test if the synchronization would start normally, which it did. The issue was resolved and confirmed with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, was not communicating with the server and is on critical override. The issue reportedly occurred while trying to dispense medication to the patient. However, there were no delays, adverse events or injuries reported based on this event.